Event description:
It was reported via repair work order that the bed electrical functions were not working due to there was a short inside the siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.